Manufacturer narrative:
One osseotite tapered implant was returned for inspection with an attached cover screw. The device shows moderate signs of wear and bone tissue attachment about the threads. The internal drive feature could not be inspected, as the cover screw could not be removed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (B)(4) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Complaint indicates the implant migrated into left sinus cavity during healing. Bone loss was also noted. The alleged event regarding sinus perforation was confirmed following review of the returned x-rays. The reported bone loss could not be verified with the information provided. The root cause for the reported event could not be determined. Add expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
X-rays were provided by the customer.

Event description:
The clinician reported implant (xifnt511) migrated into left maxillary sinus cavity during healing in tooth location #14. This is was discovered during 2nd stage appointment. Patient returned for removal of implant and replacement on (B)(6) 2017. Bone loss was noted as well.